Manufacturer narrative:
Other 600: c-arm lockup.

Event description:
It was reported that the c-arm could not be moved from left to right during a patient procedure. When the issue occurred, siemens service advised the site to perform a software shutdown. However, the operator performed a complete shutdown of the system instead. The shutdown did clear the error with the c-arm and the procedure was continued. Later in the procedure, the patient allegedly experienced a stroke. The procedure reportedly was terminated and the patient was taken for a CT exam.